Event description:
Prior to starting a case the or table was lowered to enable the patient to move onto the table. Before starting the procedure the physician requested the table be heightened. At this time the table would not raise. Staff was unable to adjust the or table to meet the doctor's request. A technician was called into the room to trouble shoot the issue, but the table continued to not function properly. The physician then had to make modifications to continue the procedure. The technician was able to resolve the issue after the conclusion of the case.